Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("very heavy cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menstrual disorder ("abnormal cycles"), vaginal discharge ("vag. Discharge"), thrombosis ("blood clots"), urinary tract infection ("uti"), headache ("headache"), bacterial infection ("infection (bladder/ urinary tract/vaginal) type: bacterial infection") and ovarian cyst ("other injury(ies) or complication (s) please describe: cyst ovaries"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, vaginal haemorrhage, menstrual disorder, vaginal discharge, thrombosis, urinary tract infection, headache, bacterial infection and ovarian cyst outcome was unknown. The reporter considered abdominal pain, back pain, bacterial infection, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, thrombosis, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: no treatment was received for fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), uti, vag. Discharge, headaches, abnormal cycles, blood clots, very heavy cycles. Discrepancy noted in essure insertion date as: (B)(6) 2007 and 2006. Date(s) of insertion: (B)(6) 2008 ( discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received. New events vaginal bleeding, bacterial infection, ovarian cyst, back pain were added. Essure model umber changed due to change in insertion date, event device monitoring procedure not performed was deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("very heavy cycles"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menstrual disorder ("abnormal cycles"), vaginal discharge ("vag. Discharge"), thrombosis ("blood clots"), urinary tract infection ("uti"), headache ("headache"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial infection") and ovarian cyst ("other injury(ies) or complication (s) please describe: cyst ovaries"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, back pain, menorrhagia, vaginal haemorrhage, menstrual disorder, vaginal discharge, thrombosis, urinary tract infection, headache, bacterial vulvovaginitis and ovarian cyst outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, menstrual disorder, ovarian cyst, pelvic pain, thrombosis, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: no treatment was received for fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), uti, vag. Discharge, headaches, abnormal cycles, blood clots, very heavy cycles. Discrepancy noted in essure insertion date as: (B)(6) 2007 and 2006. Date(s) of insertion: (B)(6) 2008 ( discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes') and thrombosis ('blood clots') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "no essure confirmation test(s) was conducted". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), headache ("headache"), menstrual disorder ("abnormal cycles") and menorrhagia ("very heavy cycles"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, thrombosis, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, urinary tract infection, vaginal discharge, headache, menstrual disorder and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, menstrual disorder, pelvic pain, thrombosis, urinary tract infection and vaginal discharge to be related to essure (ess205). The reporter commented: no treatment was received for fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), uti, vag. Discharge, headaches, abnormal cycles, blood clots, very heavy cycles. Discrepancy noted in essure insertion date as: (B)(6) 2007 and 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. Previous event injury to herself was removed and replaced with new events: fallopian tube perforation, pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), uti, vag. Discharge, headaches, abnormal cycles, blood clots, very heavy cycles, no essure confirmation test(s) was conducted. Reporter information updated. Patient demographic information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.